Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -7.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On 18/dec/2023 the lens was replaced with a same size, different diopter lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
H3 - device evaluation: dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).